Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed "system error 345" (thermistor disparity). The event was occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for during functional testing, a system error 345 was not reproduced. A review of the event history log revealed "system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was unable to be determined. The ultrasonic sensor and force sensor require replacement as a precautionary measures. Should additional relevant information become available, a supplemental report will be submitted.